Manufacturer narrative:
The device was not returned for evaluation. *note: this MDR was originally submitted on june 3, 2016, but received an error at ack 3, and this is an attempt to resubmit the MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A research article was forwarded for complaint evaluation, titled, "role of intraoperative neurophysiologic monitoring in lumbosacral spine fusion and instrumentation: a retrospective study" by dr. Saeid alemo and dr. Amirali sayadipour from a 2009 issue of world neurosurgery. The purpose of the study was to determine the efficacy of ionm in detecting iatrogenic neural injury during pedicle screw insertion, in comparison to the efficacy of computerized tomography (CT) and direct visual inspection of adjacent nerve roots. If the nerve monitor detected a significant neurophysiologic change (as evidenced by a significant change in the amplitude of emg response) after the pedicle screw was inserted, the precipitating procedure was promptly reversed and the anesthesiologist raised the mean arterial blood pressure to promote better spinal cord perfusion in an attempt to slow or reverse the damage done by the unfavorable insertion. The surgeon would then re-insert the screws in a more optimal position. Note: unfavorable insertion refers to the screw entering the spinal canal. Post-operatively, it was found that in 3 patients, the amplitudes did not change, but awoke with neurological deficits and their CT scans showed that the screws were unfavorably placed. All of these patients had reoperation to redirect the pedicle screws in proper position: 2 improved and 1 recovered. In 4 other patients, the amplitude changed significantly, but on visual inspection of the nerve roots and the pedicles, the surgeon judged that the screws were properly placed, and elected not to reposition the screws. These patients did not have any neurological changes or abnormal CT results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.